Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms of erosion and infection is a know risk and is noted in the device instructions for use. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to an infected sore on the glans penis and an erosion of the cylinders out the distal tip on the left side, and soreness around the infection site. The ipp cylinder, pump, and reservoir was removed and the area was washed out to treat the infected area and a new tactra was implanted to preserve the space for a future ipp placement. The patient is expected to fully recover following the procedure.